Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/5/2025, the patient called initially for help pairing ilet pump to the mobile application. After repairing and syncing, agent saw patient was out of range with a blood glucose (bg) of 211 mg/dl for about 90 minutes. Patient reported no symptoms and chose to let the ilet bring him back into range using dexcom g7 continuous glucose monitoring (cgm) system. No symptoms experienced by the patient during event, and no medical intervention required.